Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The physician believed that general wear of the urethra was the cause. The cuff was replaced and downsized to a 4cm cuff. There were no further patient complications reported.